Event description:
It was reported that during the implant procedure, the physician attempted to implant this right atrial (ra) lead, but was unsuccessful due to abnormal impedance measurements. Attempts to obtain these measurements have been unsuccessful. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that during the implant procedure, the physician attempted to implant this right atrial (ra) lead, but was unsuccessful due to abnormal impedance measurements. Attempts to obtain these measurements have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.